Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Lead was used to get into a particular lv vein, tried to use a different wire and it wouldn¿t go down the lead. Lead was taken out, attempted to be flushed, but failed to do so, so a new lead was dropped.

Manufacturer narrative:
Analysis was normal. No anomalies were found.